Manufacturer narrative:
Product event summary: the patient data files and the 2af283 balloon catheter with lot number 23695 were returned and analyzed. In the fault file, the following fault messages were found on the reported event date: system notice n-041 (the system has detected a lower than expected tank weight) and system notice n-046 (the system has detected a compromised balloon) during the inflation, ablation, and fault evacuate states. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. Review of the smart chip data indicated the catheter was used for five applications on the reported event date. During functional testing, the console terminated the application and triggered system notice n-046. During pressure testing of the balloon segment, an inner balloon breach was observed. Dissection of the balloon segment identified an inner balloon material fracture. In conclusion, the reported guidewire lumen kink was not confirmed; however, the balloon catheter failed the returned product inspection due to an observed inner balloon breach. The breach was a material/crack on the surface of the inner balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter 2af283 arctic front adv ous 28mm, a system error message on nitron indicated a compromised balloon. Upon removal, the inner lumen of the balloon appeared kinked. The patient was not under general anesthesia, and the case was completed without any symptoms or complications related to the event. No medical or surgical intervention was needed to prevent permanent impairment, and the event did not lead to or extend patient hospitalization. The patient outcome was reported as alive with no injury. The product was replaced by medtronic. No patient complications have been reported as a result of this event.